Event description:
It was reported that the boomerang implant inserter did not hold the boomerang cage properly, while implanting. The cage slipped out of the inserter medially. There were no reported patient complications.

Manufacturer narrative:
(B) (4). A review of the device history records did not reveal any non-conformances to specification which might contribute to the reported event. Evaluation of the returned device found that it functions as intended. We are unable to determine the definitive cause of the reported event.